Event description:
Account reported that the siderails are not latching. Tsr performed mod36101 on this bed. He installed new right siderail latch pins (part number 140866), new left siderail latch pins (part number 140867), and new siderail springs.